Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received "check blood glucose" alert every five to seven minutes. Customer also received excessive bolus reminders. Nothing was found in alarm history. Sensor history showed excessive alarms. Customer was advised that there was also sensor glucose versus blood glucose differences. Sensor glucose was 230 and blood glucose was 109 mg/dl. No further information provided.